Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. An intervention as supposed to be performed however was canceled and has not been rescheduled. There were no patient consequences.